Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/02/2018 to the present date 11/30/2020 and confirmed that this device was previously returned for servicing 1 time. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed patient side occlusion. No patient involvement.